Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined the device met all inspection criteria that was applicable for the device. It was further reported that the device was received incomplete at the investigation site, the male coupling of the adapter for oiling was found to be missing. Therefore, the reported condition was confirmed. Additionally, it was reported that based on the complaint description and the condition of the received device, this device was the root cause for the reported failure. It was determined that the device was most likely modified for oiling to be used as a wall coupling in the operation room. This device was not designed for this purpose, it was designed only for oiling the compact air drive system. It was determined that the assignable root cause was due to the device being modified and used off label, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial report that the serial/lot number and date of manufacture were unknown. Both fields have been updated as (B)(4) and 3/24/2015 respectively. Therefore, UDI has been updated accordingly. It was documented in the initial report that the manufacturing location was unknown. It has been updated as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial/lot number was unknown; therefore, the date of manufacture was unknown. The serial/lot number is unknown and the gtin is unavailable. The product was made prior to compliance date. Therefore, UDI is unavailable. The manufacturing location was unknown. Common device name was unknown. PMA/510(k) number was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from peru that during a craniomaxillofacial (cmf) surgical procedure, it was observed that nitrogen air started to escape through the hose device at the end of its connection with the adapter device while in use together with the air pen drive device. According to the report, the event occurred in the second cut during the placement of the two bilateral monaxial distractors on the patient. As a result, there was an hour and a half delay in the surgical procedure. It was reported that the first cut at the beginning of the surgery was performed without any issue. A spare device was not available for use; however, the surgeon used an old device to continue cutting the bone; and a manual driller to open the holes to place the screws. It was reported that the patient's status post-surgery was stable but was prescribed to take antibiotics to prevent any complication. It was not reported if there a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.